Event description:
It was reported the extraction pliers were found in an unsterile set with the tip broken. The broken tip was also in the set. It was also noted that the handle sticks. There was no reported patient or procedure harm. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The extraction pliers are used for remobilization of the 3-d head, which is placed on top of poly-axial screws to provide angulations about the axis of the screw. The device is from lot # 1053799 which was received on (B)(4) 2001. This device is over 10 years old and it should be noted that it was designed from a revision which used soldering to assemble the head of the outer sleever to the main sleeve. The more recent design specifies the outer sleeve to be manufactured from one piece. The chu engineer reviewed the engineering drawing sm_104975 rev a (stratec). The instrument was found broken in the set and may have had excessive use and sterilization cycles leading to this failure. Placeholder.

Manufacturer narrative:
Additional narrative: an evaluation was conducted and it states that the chuck was separated from its shaft. The device shows wear and has the appearance to be old and often used. The expanding sleeve is an assembly from a shaft and a chuck that was connected by hard soldering. The separated parts show solder leavings on both parts show that the solder bond met the specifications at the time of manufacturing. The complaint disposition was deemed indeterminate. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records was requested. DHR not available as device is older than 13 years. The documents for instruments have to be stored for 10 years. Placeholder.